Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint arises from the receipt of medwatch uf/importer report # (B)(4), in which a customer reported that the 130187, suction coag, f/s, 10fr, 25/cs device was being used during an adenoidectomy procedure on (B)(6) 2023, and ¿conmed 10fr suction bovie piece of plastic broke off completely and was temporarily lost. Repeat bronch and confirmed that no plastic was left in the patient¿s airway. The piece was later found in the suction line.¿. Further assessment confirmed that the ¿repeat bronch¿ occurred during the same reported event; there was not a second procedure. The procedure was completed and there was no injury, medical/surgical intervention for patient or user, and no extended hospital stay for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
This complaint arises from the receipt of medwatch uf/importer report # (B)(4), in which a customer reported that the 130187, suction coag, f/s, 10fr, 25/cs device was being used during an adenoidectomy procedure on (B)(6) 2023, and "conmed 10fr suction bovie piece of plastic broke off completely and was temporarily lost. Repeat bronch and confirmed that no plastic was left in the patient's airway. The piece was later found in the suction line." Further assessment confirmed that the "repeat bronch" occurred during the same reported event; there was not a second procedure. The procedure was completed and there was no injury, medical/surgical intervention for patient or user, and no extended hospital stay for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information: medwatch uf/importer report # (B)(4) was received from the FDA on 06feb24; this is a duplicate of medwatch uf/importer report # (B)(4) received from FDA on 12jan24. Received one 130187 in unoriginal package. Lot number was not verified. Performed a visual inspection, the device came back completely dissembled. Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be that the item was not thoroughly inspected before use. A device history record (DHR) review found a non-conformance, however, it was not related to the reported event. This is the only such occurrence for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: these devices should never be used when there is visible evidence of damage to the exterior of the device such as cuts, punctures, nicks, abrasions, unusual lumps, or significant discoloration. We will continue to monitor for trends through the complaint system to assure patient safety.